Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system generated erroneous creatinine results. Customer reported that they were informed on (B)(4) 2012 by a physician who indicated that the customer reported erroneous creatinine results on a total of four patient samples back in (B)(6) 2011. Customer indicated that they reported to bec on (B)(4) 2012 because it took some time to determine which analyzer generated the erroneous results. Customer reported that all four samples were collected in bd gold top tubes with gel. Customer reported that the samples were serum samples. Customer reported that they did not know if the sample requirements for volume were met when the samples were originally run. Customer reported that there was no impact to patient treatment. Bec field service engineer (fse) replaced the creatinine module.

Manufacturer narrative:
Evaluation codes - results code - (other): creatinine module. This report is one of four reports related to four events that occurred on four days. This report is related to MDR#2050012-2012-00552, 2050012-2012-00553, 2050012-2012-00554.